Event description:
Would not fire. It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Replace instrument. It was reported that ¿replace instrument¿ alert screen is displayed. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # unk. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that one ecr60d reload was received partially fired 1/16 with the reload pan partially dislodged from the right proximal side. In addition, 4 double drivers missing. No functional test was performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 583a02 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. Additional information: the geographical location was updated to china.